Manufacturer narrative:
H10: h2: additional information: h6: health effect - clinical and impact code. H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of risk management files found that the reported failure was documented appropriately. A review of the polymer found that the storage protocols, material specifications, and material tests were appropriately documented. A visual inspection of the returned device found that it is not in its original packaging. The distal tip of the screw is fractured and there is debris in the threads. Based on the condition of the product material found during visual inspection, additional material testing is not required. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that, during an acl reconstruction, the biosure screw broke in half while it was being inserted into the tunnel. All pieces were removed. The procedure was completed with a significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.